Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10874r50, implanted: (B)(6) 2001, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
There was a suture that looked infected and there was some drainage and some pus around the implant site. They found some bacteria, so they removed the pump due to infection. Following the pump explant, the patient was experiencing baclofen withdrawal because the pump was removed and not replaced. The patient had intense spasms in his legs and arms, severe spasticity/increased tone, and he was not sleeping. The patient¿s mother stated that his blood pressure and pulse were ¿up there¿; the physician stated that the patient¿s blood pressure was normal, but the patient was tachycardic. The patient was also thrashing around more and was more agitated. He was getting oral baclofen delivered through a pic tube at 20 mg four times per day, but it was not ¿doing the job¿ as of the date of this report. The patient was also getting valium. The patient was in the hospital. The patient¿s mother was concerned that the hospital staff didn¿t understand that baclofen withdrawal can be life threatening. As of (B)(6) 2014, the patient was still in the hospital. Per the patient¿s mother they were ¿still having serious problems¿. A doctor came in and heard the patient breathing on (B)(6) 2014 and left and didn't do anything. Another doctor said he thought that the patient was getting too much medication. The doctor that refilled the pump said to increase the valium, but he wasn¿t a hospital doctor so he couldn¿t do anything about it. Per the patient¿s mother, the patient was having problems breathing and he had severe withdrawal. During the report on (B)(6) 2014, a doctor came in and told the patient¿s mother that they were going to increase the baclofen to 30 mg, 4 x day or every 4-6 hours starting at 5pm. Nothing different had been done since they started the patient on the valium (B)(6) 2014. After that, the patient had a pretty good couple of days, but now they were starting to see some more problems again with his legs drawing up, he was having some posturing, he had some problems breathing, and he had conjunctivitis and redness in his eyes. On (B)(6) 2014, the patient had severe problems breathing. They were talking about putting a pump back in. The device system had been delivering lioresal. Additional interventions and the outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.